Event description:
During placement of a pancreatic stent for a pancreatic duct stricture the stent broke, circular end to a hook shape. All items removed, new stent obtained placed without further incident. No harm to patient.